Event description:
It was reported that the user experienced discrepant glucose readings between the ilet-integrated cgm and fingerstick measurements, with the cgm indicating low glucose at night while contemporaneous fingersticks were in the 60s mg/dl and later the cgm showing values lower or higher than fingerstick (e.g., ilet 240 mg/dl vs fingerstick 261 mg/dl; later ilet 258 mg/dl vs fingerstick 179 mg/dl) after a new 15-day cgm sensor was inserted the prior day and calibrations were entered. Symptoms included reported low glucose readings without ketones and no medical intervention beyond oral glucose guidance. Outcomes included user education, calibration on call, and a plan for follow-up comparison after one hour; no hospitalization and no alerts or alarms were reported. Investigation included real-time comparison testing and calibration while on the call. Investigation of this case revealed cgm-fingerstick discordance of unclear cause in the setting of a new sensor start, concurrent urinary tract infection nearing resolution, and known gastroparesis, with no device alarms and no ketones. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.